Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from small bone innovation, inc. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
The lymph nodes of the patient contain metal (after a3 fusion nail) (rcn4079) - mid november, stryker (B)(4) informed us that a doctor, wished to know the material composition of a3 implants in order to ask for an analysis as one of his patients had lymph nodes containing metal. This patient has a a3 nail since (B)(6) 2013.

Manufacturer narrative:
Manufacturing date was added

Event description:
The lymph nodes of the patient contain metal (after a3 fusion nail) (B)(6), stryker (B)(4) informed us that a doctor, wished to know the material composition of a3 implants in order to ask for an analysis as one of his patients had lymph nodes containing metal. This patient has a a3 nail since (B)(6) 2013.